Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The target lesion was the mid left anterior descending (lad). The lesion was de-novo, concentric, calcified and a flexion lesion. Aha/acc classification of the vessel was type c. The vessel length was 30.0mm and the vessel diameter was 3.0mm. It was an elective case. Lesion was pre-dilated with a balloon (2.25/15mm) at 22 atm for 3 sec. A cypher (3.0/33mm) was implanted at the lesion at 6 atm for 45 sec. Post-dilation was conducted with a balloon (2.25/15mm) at 25 atm for 3 sec. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2, after the procedure was 3. Act was not measured. Almost one year later, the pt developed ami and was brought to the hospital as an emergency. Angiography was conducted and thrombus was observed from inside to the distal edge of the implanted cypher stent. To treat the rhombus, aspiration was conducted. Then a bare metal stent (vision 3.0/18mm) was implanted inside the cypher. Physician indicated that the cause of the thrombotic event was that the stent was under-dilated because of the calcified vessel.